Event description:
During a visit to the pacemaker clinic, it was noted that the pt's pacemaker battery was showing signs of depletion. The pt was having some weakness and light-headedness. Further evaluation revealed a fractured leadwire that was draining the battery. The pt was then admitted for replacement of the broken leadwire and the depleted generator on 4-4-97. The old leadwire was capped and left in place, while the generator was given to the pt at his request.